Manufacturer narrative:
The device was returned to olympus for inspection the root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the "stain inside the lg lens" could not be established, and he most probable cause of "discoloration in the adhesive around objective lens" is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited stain inside the lg lens and discoloration in the adhesive around objective lens. There were no reports of patient involvement.